Event description:
Covidien received information stating that during use on a patient an 840 ventilator had an inoperable graphic user interface (gui). The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).